Event description:
Patient was found to have a malfunctioning pump in his penile prosthesis. Upon removing pump, pump and tubing were found to be damaged, cracking in the tubing. A new mentor alpha pump was implanted 2/1/93 to replace faulty device. The rest of the device was intact and working with no exchange necessary. Prosthesis was evaluated by physician and seen to be in proper working order. Cat and lot number for previous implant not available at time of reportdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: other. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.